Manufacturer narrative:
(B)(4). Batch # p55u7r. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy that when the surgeon clamped on the renal vein that the device fired and cut but the staples did not form. Surgeon stated that the tissue was possibly too thick for the device to form staples that possibly too much tissue in the jaws. Another like device was used to complete the procedure. There were no adverse consequences for the patient.